Event description:
The patient reported that she was hospitalized for a "diabetes related infection". The patient did not wish to provide any additional information regarding the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the patient did not wish to provide any additional information regarding the hospitalization. The patient reported that she is currently administering insulin via injections and advised that her physician will notify her when insulin pump therapy can be resumed.